Manufacturer narrative:
Additional information added to section e1: facility name and address.

Manufacturer narrative:
Additional information: the lot number recorded in the complaint (B)(4) is incorrect. The correct lot number is 21i277fhx. The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of this lot. No sample has been received at the manufacturing site for evaluation. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluation. The reported condition was unable to be confirmed. The root cause of the reported condition could not be determined, and corrective action could not be implemented. If a sample should be returned later this complaint will be reopened and the investigation updated to reflect the findings. Cardinal health has been made aware of this issue through other complaints received at a sister site and as a result of this, a field safety notice (fsn) and design process failure analysis (dpfa) has been initiated for this issue. At this time, there is not enough information to necessitate a corrective and preventative action (CAPA), however the manufacturing site will continue to monitor the process for any adverse trends that require immediate attention. The associated data will be fed into the risk management quarterly report. This complaint will be used for tracking and trending purposes. D4 lot number has been updated per additional information received during the investigation.

Manufacturer narrative:
Correction: d4: clerical error made. Lot number corrected from 21i277fhx to 20i277fhx.

Manufacturer narrative:
The complainant indicated that it is unknown if the device will be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: the feed set is drawing in air and pushing air through the patient. The patient is having gastric reflux and this is causing bloating. The patient was admitted to hospital but is now at home and can be treated at home.